Event description:
The patient reported that they met with their hcp on (B)(6) 2020 and told them that they had no charge in the battery implant and had serious implant since february. The hcp told the patient to get in touch with a manufacturer¿s representative (rep) and they would meet with the patient to discuss replacing the lead and battery implant with the latest versions. The rep met with the patient and her husband two days later and verified that although the battery had some activity in it, she thought the lead wasn¿t working to its full capability. The rep contacted the hcp and made arrangements for the patient¿s surgery on (B)(6) 2020. The patient noted that the units she had in at that time were only 3 years old, but she had been told they would probably last for at least 9 years. The patient reported that she would say it was premature depletion. The patient was told that the devices would be discarded by the facility. The patient was still having pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that surgery had been scheduled for august 17th. They stated that it would help them cope with their nerve pain. Their old dead implant/spinal stimulator would be removed and a new one would be implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's high impedance is unknown. The rep removed the energy from all affected electrodes, and stimulation turned off. The reprogramming was not able to capture the patient's pain with the remaining contacts. Lead revision was discussed with the patient. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the rep saw the patient for reprogramming. The patient stated she wasn't getting her normal coverage, and was worried the ins was dead. The battery life of the prime advance upon interrogation was sufficient at 3.0 an impedance check however shows contacts 0-7 to be >10k ohms. Reprogramming attempted to cover pain. It's unknown if surgical intervention is planned. No further complications were reported. No additional patient symptoms were reported.